Manufacturer narrative:
The investigation determined that reproducible, higher than expected vitros tropi es results were obtained from a single patient sample processed on a vitros 3600 immunodiagnostics system and a vitros 5600 integrated system. Subsequent investigation determined the most likely cause of the event was the presence of heterophilic antibodies in the patient sample that were interfering with the vitros tropi es assay. As detailed in the vitros tropi es instruction for use (IFU), heterophilic antibody interference is a known limitation of the vitros tropi es assay. The issue is isolated to the specific patient sample in question, and there is no indication the vitros systems or vitros tropi es reagent lot 2338 malfunctioned.

Event description:
The customer observed reproducible, higher than expected vitros tropi es results obtained from a single patient sample processed on a vitros 3600 immunodiagnostics system and a vitros 5600 integrated system. Patient sample tropi es results: 0.31, 0.34 and 0.44 ng/ml versus expected <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es result of 0.31 was reported from the laboratory. However, the result was questioned by the physician and no treatment was altered, initiated or stopped based on the reported values. There was no allegation of patient harm as a result of the event. (B)(4).